Event description:
The pt reported having charging problems between the implant and external equipment. A boston scientific representative performed the device eval. The problem was confirmed. The pt was implanted with a new boston scientific spinal cord stimulator.